Event description:
Device 2 of 2: reference MFR report: 1627487-2012-00148. It was reported the pt ((B)(4)) lost stimulation. Diagnostic tests revealed invalid impedance measurements on all lead contacts. Surgical intervention was undertaken to address this issue. Intraoperative testing found the impedance issues continued when interrogating the lead both independently and in conjunction with the lead extension. The pt's lead and lead extension were replaced, and effective therapy was recaptured.

Manufacturer narrative:
Results - as received, the extension was returned with a cut to the outer tubing allowing fluid intrusion as well as a broken wire 3mm distal to the terminal end. The device failed continuity testing on one channel. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.